Event description:
It was reported that the patient experienced increased pain. The patient was admitted to the hospital. There were no alarms or other medical issues. Volume was checked. The expected reservoir volume was 2ml, the actual reservoir volume was 4ml which is within the acceptable variance of 25%. The intrathecal drug prescription was confirmed, and the correct concentration, drug, and dose were programmed. A dye study was performed. The physician was unable to aspirate. It was also noted that when the pump was programmed the day before, it was accidentally programmed to stopped pump mode, but symptoms were present prior to the programming error. The pump contained fentanyl at the time of the event. Additional information received reported that the pump was replaced due to end of battery life. It was determined that the catheter was not in the intrathecal space. The catheter was also replaced. The dose was decreased to near minimum rate following replacement to prevent overdose, and then the dose was titrated up to manage the patient's symptoms. It was felt that the patient was doing well following the replacement.

Manufacturer narrative:
.